Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the infusion set was kinked and there was no insulin delivery. The blood glucose reading is 424 mg/dl. Treated with manual injection. Nothing further reported.